Event description:
It was reported when the device was used during a low anterior resection procedure, there were no staples present. The case was completed using sutures. There were no reported pt consequence.